Manufacturer narrative:
It was further reported that the lv lead continued to have high impedance which was reproducible with pocket manipulation and is ometrics. An impeding lv lead fracture was suspected. The lv lead remains in use and will be monitored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694965 serial# (B)(4) implanted: (B)(6) 2006.

Event description:
It was reported the lv (left ventricular) tip to rv (right ventricular) coil lead impedance warning occurred. It was also reported the rv coil impedance looks normal and huge variation in lv threshold has been present last 14 months. The lv lead remains in use. No patient complications were reported as a result of this event.